Event description:
The customer called after the treatment was aborted and reported that at the end of the 1st cycle he observed fluid at the hct sensor. The customer inspected the hct cuvette and found a leak at the connection of the tubing line from the flm to the hct cuvette. No air was observed in the kit. The customer decided to return the volume back to the patient. The customer clamped the tubing lines beside the hct cuvette and returned the volume to the patient. The customer reported one occlusion system alarm occurred during the return. The customer stated that this alarm occurred because of the clamped tubing lines. After this alarm the customer aborted the treatment. Therakos informed the customer that in the case of a leak no volume should be returned to the patient. The patient was reported to be in stable condition. No service order was generated and the kit was not returned for evaluation.

Manufacturer narrative:
A batch record review of lot c902 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, tubing leak and occlusion system alarm. No trends were detected for these complaint categories. No capas were initiated for complaint categories, tubing leak and occlusion system alarm. The assessment is based on information available at the time of the investigation. No product was returned for investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).